Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to multiple daily injections for backup insulin delivery while technical support arranged a replacement pump.